Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/04/2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection less than one hour was confirmed; the device operated within specification. A probable cause could not be determined. No additional event or patient information is available.